Manufacturer narrative:
(B)(4). Batch # t5ad9d. Device evaluation summary: the analysis results showed that the tx60b device arrived with no apparent damage and with no reload loaded. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic low anterior resection, the device was tried with a green reload. The device was fired and the staples did not form correctly. They were not in a "b" formation. The surgeon hand sewed the anastomosis to finish the procedure with no patient consequences reported.